Manufacturer narrative:
The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported failure. The third-party service agent will replace the therapy pcb assembly. Once proper device operation has been observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
It was reported to physio-control that the service led on the customer's device was illuminated. It was observed that an event code had been logged into the device's memory and that the device would not shock defibrillation energy properly. There was no patient use associated with the reported event.